Event description:
It was reported that varied far-field p-waves were observed on the egm, due to possible dislodgement. A capture thresholds test was performed and showed an increase. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead was previously reported as being repositioned but was instead, explanted and replaced.